Event description:
An endeavor resolute rx drug-eluting stent, length 24mm, diameter 2.5mm, was intended to treat a moderately calcified, moderately tortuous proximal lad lesion in a pt. It was reported that the device could not cross the lesion and, on removal, the distal end of the stent was crushed. The lesion was not pre-dilated. Another endeavor resolute stent, length 24mm, diameter 2.5mm, was successfully used to treat the lesion. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: stent deformation, failure to deliver stent. Moderate calcification/moderate tortuosity without pre-dilatation. Failure to pre-dilate lesion.